Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. A patient control module (pcm) was also received connected to the infusor. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. The device was subsequently filled with dextrose solution for a functional test. After fill, flow was readily observed and continued to flow without stopping until the solution was emptied from the reservoir. Flow was also readily observed when the pcm's button was pressed. No defect was noted from the pcm. No signs of defect were noted from the sample. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. The device was filled with a solution of buprenorphine. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.